Event description:
It was reported that; during surgery, the surgeon expanded between the intervertebral into 9mm using the reamer distractor. And the surgeon did the bone graft in anterior disk space. The surgeon inserted the cage using the inserter to l5-s1. When the surgeon inserted the cage, the cage protruded anterior from the vertebral body. The surgeon not removed the cage. The surgeon is monitoring for the patient now.

Manufacturer narrative:
Risk assessment. The manufacturing records could not be reviewed because a lot number was not provided and the instrument was not returned. Detailed information about the patient and the patient's post-operative activities is not known. Without this information or a device for inspection a plausible root cause cannot be determined at this time.

Event description:
It was reported that; during surgery, the surgeon expanded between the intervertebral into 9mm using the reamer distractor. And the surgeon did the bone graft in anterior disk space. The surgeon inserted the cage using the inserter to l5-s1. When the surgeon inserted the cage, the cage protruded anterior from the vertebral body. The surgeon not removed the cage. The surgeon is monitoring for the patient now.